Event description:
A polyflex esophageal stent was used during an endoscopic esophageal dilatation procedure in 2008. According to the complainant, during prep, when trying to load the device, the stent infolded. The physician completed the case with a balloon dilator. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device was not returned; therefore, a device evaluation cannot be performed. The relationship between the device and the event is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The may 2008 15-month polyflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.